Event description:
The patient's father reported that the patient began use of the infusion device 4 weeks ago and has experienced elevated blood glucose of up to 23 mmol/l (414 mg/dl) for the past 1.5 weeks. The patient injected insulin via pen to lower blood glucose levels. The patient's father believes the basal rates were not being properly delivered. The patient's normal blood glucose range is 5-6 mmol/l (90-108 mg/dl). The patient changes the infusion site every 3 days and the infusion tubing every 2-3 weeks. The father was advised to consult the instructions for use. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.